Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the log files required to confirm the internal error were not provided. Therefore, visual and functional inspections and log/case file assessments could not be performed. The reported problem could not be confirmed. Based on the reported description, a known software error could be the possible cause for the "internal error" generated shortly after the "robotic drill cable disconnected" error during the bone removal stage. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a result of an intraop crash due to either of the following: 1. The user leaves the bone removal state and tries to reenter handpiece connection by clicking "continue" in the robotic drill cable disconnected error dialogue box when the handpiece is still in a disconnected state. Conducted by software engineering, debugging of this error found that a pfs workpiece is deleted in the intraop when exiting bone removal after a handpiece disconnection. In an attempt to update the workpiece with the drill disconnect error information, the intraop crashes because the workpiece was deleted and no longer works. 2. The transition from disconnected to connected state of the handpiece is too slow and is not yet considered to be "identified" by the tcu, but the tool parameters of the handpiece are being queried. The ¿system console is bad¿ error is also a known software that can possibly occur after a pervious error such as the ¿robotic drill cable disconnected¿ error. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported problems could not be confirmed, the most likely cause of the internal error and the system console is bad error are known software bugs that have been corrected and released in cori-v1.4.3 software. If the system log or case log associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that when burring during a cori tka procedure, they got the handpiece error ((B)(4)). When trying to reconnect the handpiece, they got a screen message that said "internal server error", then one that said "system console is bad" ((B)(4)). They took apart the handpiece and it still happened. After unplugging the handpiece and retrying, they were able to move forward with a delay greater than 30 minutes. No other complications were reported.